Event description:
See initial report.

Manufacturer narrative:
H10. The root cause of the reported event has been traced back to refrigerant leak from cardioplegia cooling coil. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The issue was traced back to a defective compressor. A refrigerant leak from cardioplegia cooling coil is suspected. Due to high repair costs, the device will likely be discarded and a loaner will be provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the mains power when compressor activated during service. There was no report of patient injury.